Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 175-180 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.